Event description:
The manufacturer received information alleging a ventilator was not measuring correct pressure. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's sensor board and outlet flow path thermistor were replaced to address the issues.